Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism (therapy/non-surgical treatment, additional) associated with the air noted under the pulmonary vein could not be determined. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report an air embolism. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. During attempt to pass the intra atrial septum with the steerable guide catheter (sgc), it slipped over to the right atrium. The sgc was removed, flushed, and deaired. The sgc was advanced into the left atrium; however, air was observed under the pulmonary vein. The air was aspirated, and the procedure was continued. One xtw clip was implanted a2/p2 central with no reported issue, reducing mr to grade 1-2. After deployment, no more air was observed. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.